Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that the primary line continued to drip despite being put on hold. They stated the primary tubing allowed the "free flow of fluids". No medication information or further details were provided.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Correction to sections on initial report. Additional information provided by customer.